Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The blazer prime catheter was selected for use during the ablation procedure to treat atrial flutter. It was reported that the catheter had temperature issue. It would not heat up. Changing the catheter with a new one from the same model resolved the issue. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.